Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated that the ventricular tachyarrhythmia therapy energy was low. Analysis of the device memory indicated an issue with missing/invalid diagnostic data. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient presented to the emergency department after receiving a shock. An interrogation showed the implantable cardioverter defibrillator (ICD) delivered a shock for an episode detected in the ventricular fibrillation (vf) zone, however review of the episode showed the right ventricular (rv) lead exhibiting t-wave oversensing (twos), possibly resulting in inappropriate therapy delivery. The interrogation also showed the rv lead triggered an alert for low out of range (oor) defibrillation impedance correlating with the treated vf episode. Further review of the episode data showed what appeared to be the full programmed high-voltage delivered for the episode, however an internal review of historical device data indicated the value displayed was false due to stale device data, and the ICD triggered short circuit protection (scp) during high-voltage therapy delivery. This resulted in less than the programmed high-voltage energy being delivered, and the impedance alert triggered following high-voltage therapy was due to scp being triggered. The ICD and rv lead remain in use. No further patient complications have been reported as a result of this event.